Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.(B)(4).

Event description:
It was reported that on (B)(6) 2018, the right ventricular lead was capped and replaced due to fracture and, left ventricular lead was capped and replaced due to an unknown reason. It was also noted that the right atrial was also capped due to an unknown reason. Device was also explanted and replaced. No additional information was provided.